Event description:
Device was inserted into the artery and inflated with heparinized saline. Balloon ruptured during inflation. Device removed and inspected. A second device inserted, however. It did not improve hemostasis/puncture seal. Device removed. Manual pressure applied for proper hemostasis. Both devices were saved for evaluation.